Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the flare was detached. The handle cannula was in good condition and there was evidence of flaring process. Functional testing could not be performed due to the flare detachment.   The complaint was confirmed; the flare detachment prevented the snare loop from extending. The review and analysis of all available information failed to indicate a root cause and is therefore, undeterminable. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the large intestine during a polypectomy procedure. According to the complainant, during the procedure, the snare failed to extend. While attempting to extend and retract the snare several times, the proximal part of the sheath detached. The procedure was completed with another rotatable small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Device component code (B)(4) relates to device problem code (B)(4) for the reported event of working length detached/separated. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the large intestine during a polypectomy procedure. According to the complainant, during the procedure, the snare failed to extend. While attempting to extend and retract the snare several times, the proximal part of the sheath detached. The procedure was completed with another rotatable small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.